Event description:
It was reported that the patient underwent lumbar fusion surgery at l4-s1 consisting of 'posteriolateral fusion' using iliac crest bone graft as well as morselized local autograft combined with rhbmp-2/acs, as well as interbody fusions at l4-5 and l4-s1 with rhbmp-2/acs. Allegedly the bmp caused abnormal ectopic bone growth, which in turn caused the patient's ongoing, chronic pain and other complications. The patient reportedly developed serious and severe physical and mental pain and anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient underwent: posterolateral spinal fusion l4 to s1. Transforaminal lumbar interbody fusion l4-5. Transforaminal lumbar interbody fusion l5-s1. Pedicle screw instrumentation l4 to s1. Cage instrumentation l4-5. Cage instrumentation l5-s1. Right iliac crest bone graft. Preoperative diagnosis: "degenerative disc disease and central herniated disc at l4-5 and l5-s1. Per-op notes: a 5.5 mm diameter tap was used to tap the holes. A 6.5mm diameter 48mm length screws were placed into s1. Rasp was used to prepare the endplates down to bleeding cancellous bone. A similar procedure for tlif was carried out to l5-s1, we then placed cage trials into the l4-5 and l5-s1 disc space. It was then found that a 26mm length, 14mm height cage fit well at l4-5. The large rhbmp-2/acs kit was prepared according to manufactures instructions, cut into six pieces. One-sixth of a large rhbmp-2/acs kit was packed into the anterior disc space along with iliac crest autograft, both at l4-5 and l5-s1. Local bone obtained from laminectomy as well as some iliac crest was packed into the disc space at l4-5 and l5-s1 and tamped down with a bone tamp. The cages were then impacted into the disc spaces such that they were well centered in both the ap and lateral planes. Another large rhbmp-2/acs kit was prepared according to manufactures instructions, reconstituted with bmp and soaked for greater than 15 minutes. It was cut transversely into two pieces. A layer of iliac crest autograft was put into the center of the rhbmp-2/acs sponges which were then sewn onto themselves into a tube using 2-0 vicryl suture. This was packed over the decorticated posterior elements. Allograft chips were packed dorsal to this to complete a posterolateral arthrodesis from l4 down to s1. No complications were reported."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.